Event description:
During the implant procedure, there was no capture present on the right ventricular (rv) lead. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.